Manufacturer narrative:
Concomitant medical products: 900sfc28 heart ring, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital due to receiving an inappropriate therapy shock. An interrogation shows oversensing with noise and high rate non-sustained (hr-ns) episodes on the right ventricular (rv) lead. A follow-up with the patient¿s healthcare provider yielded no further information. The rv lead remains in use. No further patient complications have been reported as a result of this event.